Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unk) in cardiac arrest, the defibrillator failed to discharge. Complainant indicated clinicians continued with manual CPR and the device discharged on its own. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the prod and will be providing a f/u report when out investigation is completed.